Event description:
Additional information: a csf (cerebrospinal fluid) leak was observed during the catheter revision; csf leaked into the surgical field. The csf leak was oversewn with interrupted ligatures during the catheter revision on (B)(6) 2013. The severity of the event was noted to be ¿moderate¿. The patient recovered without sequela.

Event description:
It was later reported that a medication adjustment was made; the patient¿s oxycodone dose was changed from 5mg to 10 mg tablets. A catheter revision was pending.

Event description:
It was reported that the patient's pain had been steadily increasing for several months and it felt as though her bolus was not always working. It was also noted that the patient had fallen down eight stairs last month. A catheter access port (cap) contrast study was performed and the contrast was observed exiting the catheter tip at the 8th thoracic vertebra. It was noted the catheter had migrated caudally from the 4th thoracic vertebra to the 8th. At the time of the report, the event was considered ongoing. The device system was being used to deliver hydromorphone, bupivacaine, and fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted and returned due to end of life. There was no allegation against the pump.

Event description:
.